Event description:
Once removed from the body, the filterwire was found to be torn at the distal end with plaque tissue protruding out. The wire was in place during the patient's atherectomy procedure. This occurred again two days later, with another patient who was having the same procedure done.